Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer did not acknowledge the occlusion alarm until their blood glucose (bg) levels were elevated. The customer disconnected from the pump and later on changed their pump supplies. The customer delivered correction boluses and manual injections to address the bg levels but the bg levels remained elevated. The customer was hospitalized due to bg levels over 600mg/dl and diabetic ketoacidosis. While in the hospital, the customer received treatment in the form of fluids delivered intravenously. The customer was released from the hospital 2 days later.

Manufacturer narrative:
On (B)(6) 2017: during a follow-up, the customer reported going to the emergency room (ER) on the morning on (B)(6) 2017 due to elevated blood glucose levels described as "high" and ketones caused by the pump not delivering insulin properly. While in the ER, the customer was treated with humulin, fluids and an insulin drip. The ER visit led to a hospitalization visit. The customer corrected the type of insulin used at the time of the reported event from novolog to humalog.